Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag lines are blocked alarms and feeling full. A review of the patient¿s treatment records identified that the patient drained 5199 ml during drain 3 of the treatment. This drain volume is 208% the patient's fill volume of 2499 ml. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient was overfilled because the patient tried to manipulate the machine and filled after already being filled. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy but did not complete treatment. The patient had abdominal pain as a result of the event but did not require medical intervention and the symptoms were temporary. There was no injury or adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.